Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an x-ray identified this electrode was placed in a shallow position and there was a gap between the electrode and the sternum. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.